Manufacturer narrative:
(B)(4).

Event description:
The physician intended to use a resolute onyx drug eluting stent. The device was not inspected or prepped prior to use. The lesion was situated in the left main (lm) and exhibited little tortuosity and moderate calcification. It is reported that the stent got blocked in the lm due to calcification. Stent dislodgement occurred during advancement of the device, just before the lesion, in the calcification. A balloon was used to trap the stent and remove it. No resistance encountered when advancing the device, no excessive force was used during delivery and the device did not pass through a previously deployed stent. Device evaluation: the stent was returned for analysis without the delivery system. There were 3 segments on one end of the stent which were intact. The remaining segments were severely stretched and deformed. Image review: the returned cardioangiogram images show the vessel has tortuosity and some calcification present. The images show difficulty encountered during the attempt to advance the device in the left main. Further images show the stent dislodged from the delivery system in the left main. Cag shows the device dislodged stent trapped onto the balloon and moved back into the guide catheter. The final image shows the vessel post removal of the dislodged stent. Please note that this device, resolute onyx, is not marketed in the united states; however, it is similar to the united states marketed device resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.